Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading ran as high as 503 mg/dl and at the time of the call was 464 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer declined further troubleshooting and was advised to call back when a tubing clamp was available to perform a high pressure test.